Event description:
Customer reported device = 412 mg/dl. Customer went to the emergency room (ER) 30-45 minutes later. ER device = 93 mg/dl. No treatment was received. No controls were used. A request was made for return product and replacement product was sent.